Event description:
The dexcom g6 caused nerve damage in my right outer leg. The sensor interfered with a nerve branch that runs from my thigh down to just above the knee and I have an 15-18sq inch area of no feeling since the sensor was worn back during the end of (B)(6) 2022. I called dexcom and reported the incident and have never heard back or received a follow up call. This was also documented by my doctor who wants me to see a neurologist. The company should be liable for this. I have verifiable nerve damage which has lasted more than 2 months.